Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no reported impact to the customer¿s blood glucose level as information on this was unknown or declined. Customer was assisted by technical support in resetting the pump, and the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurred.